Manufacturer narrative:
Additional information: e1, e2, e3, g2 - healthcare provider information.

Manufacturer narrative:
The reported inability to loosen set screw was confirmed in the laboratory. Visual inspection identified septum material inside the screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2021. During procedure, the pacemaker presented with a failure to remove the set screw from the header. The pacemaker was replaced within the same operation. Post-procedure the patient was stable.